Event description:
It was reported that during a lar procedure, air leaked from the device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 11/02/2007. Evaluation summary: the analysis results found that b12lt instrument a was received with the lower ring cracked. The crown was noted to be cracked. The inner seal was noted to be torn at the middle. A leak test was performed and the instrument was noted to leak. No conclusion could be reached as to what might have caused the found damage. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that the b12lt b was received with the inner seal assembly deformed. The instrument was functionally tested for leaks and it failed due to the returned condition. No conclusion could be reached as to what might have caused the found damage. No batch record review could be performed as no lot number was provided. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.